Event description:
The caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level, as indicated by the absence of any reported issues post-resolution. Technical support assisted the caller by providing information on resetting the pump, ensuring it was charging, and walking through storage and activation modes, ultimately allowing the caller to successfully start their sensor session without further errors.